Event description:
It was reported that during the stage two implant procedure of the deep brain stimulation (dbs) high impedances were observed on five contacts. Multiple attempts were made to resolve the impedances, such as disconnecting and reconnecting the lead extension from the lead however the impedances continued. Therefore, it was decided to switch out the lead extension with a new lead extension. However, the high impedances continue on one of the contacts, and it was determined that high impedances were on the left lead and not the lead extension. The physician assessed that the impedances may have been tissue related, that there may be an air bubble in the brain, however this was not confirmed. The procedure was prolonged and ultimately completed, the patient was admitted to the hospital overnight beyond standard of care and was discharged the following day and is doing well post operatively. It is unclear as to which of the two implanted leads, was placed on the left side and was exhibiting the high impedances. It is also unclear as to which of the two lead extensions was ultimately implanted and which was discarded by the facility during the procedure.

Manufacturer narrative:
Block d2b pro code (product code): nhl additional suspect medical device component involved in the event: brand name: null, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5007242, UDI: (B)(4). Brand name: null, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5009543, UDI: (B)(4). Brand name: null, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5009458, UDI: (B)(4).